Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from 47 to 53 mg/dl were recorded by continuous glucose monitor (cgm) from 12:23:37 am to 1:08:28 am on (B)(6) 2020. As this occurred right after the night of (B)(6) 2020, the complaint is confirmed. Cgm alert 1 (cgm low alert) enunciated on (B)(6) 2020 at 12:23:27 am. On (B)(6) 2020, at 7:02:43 pm, the user made bolus requests without entering current bg and while still having insulin on board (iob). Making bolus requests without entering current bg and while still having iob could lead to a low bg event. On (B)(6) 2020, at 7:51:43 pm, 8:54:21 pm, and 9:58:47 pm, user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl. Bg cause was not known. Customer consumed carbohydrates and drank juice to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.